Event description:
I had novasure done in (B)(6) 2013. Now, in (B)(6) 2014, I am experiencing incapacitating pain, sporadic and heavy bleeding. I have been told I have post-ablation syndrome, and I am facing a hysterectomy as the only solution.